Event description:
It was reported that the patient presented in hospital for follow-up it was noted that the left ventricular lead dislodged, confirmed via image. The lead was repositioned successfully. The procedure was completed, no adverse consequence to the patient.